Manufacturer narrative:
(B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 11th related complaint for needle hub separates the 8th related complaint for shield does not detach as intended and the 4th related complaint for needle bent on lot # 9280140. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates, shield does not detach as intended, needle bent) was captured and addressed investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9280140. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for out of spec shield pull. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd insulin syringe with the bd ultra-fine¿ needles experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9280140. Complaint 1 of 2. Consumer called back stating he is having difficulty removing the needle shields. Stated yesterday on (B)(6) 2020 he struggled to remove the needle shields. Stated when removing the needle shields the whole needle component separates and goes into the shield. Stated one syringe needle was also bent when he removed the shield. Provided cat # 328468, date of event: (B)(6) 2020. Email received: quality concern: insulin syringes 1/2; 8mm; gauge 31g; lot #9280140 d; this is a box of 100 syringes; I have run into almost a dozen faulty syringes. When the cap comes off (with duress) the needle and base stay in the cap. Poor quality.